Manufacturer narrative:
Other text: additional information was received, there was no adverse event. One device was received for evaluation. Visual inspection found the tamper seal to be broken, a cracked top case, bottom case, and plunger case, and the plunger tube seal/grommet was pushed inside of device. There was no evidence in the devices event history log. Functional testing was conducted. Upon review, the reported problem was verified. The root cause was determined to be from the device being dropped or mishandled by the customer. The top case grommet included was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a driveshaft gasket fail. Patient involvement is unknown.